Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus. Block h11: (investigation result) the returned cre fixed wire dilatation balloon was analyzed, and a visual examination did not note any damages. Functional testing of the device found the balloon had a pinhole located approximately at 23 mm from the tip of the device, which was confirmed during microscopic inspection. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. During the product analysis, it was found that the balloon had a pinhole located approximately at 23 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the physical damage found on the balloon. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of three cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during a gastroscopy procedure performed on (B)(6) 2025. During the procedure, the physician wanted to dilate a stricture. A cre balloon was placed in the stricture. The nurse attempted to inflate the balloon, but it did not inflate. Staff noticed that the balloon was leaking. The same problem occurred with the second and third cre fixed wire dilatation balloon. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
Note: this report pertains to one of three cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during a gastroscopy procedure performed on (B)(6) 2025. During the procedure, the physician wanted to dilate a stricture. A cre balloon was placed in the stricture. The nurse attempted to inflate the balloon, but it did not inflate. Staff noticed that the balloon was leaking. The same problem occurred with the second and third cre fixed wire dilatation balloon. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.